Event description:
It was reported that a patient underwent augmentation mammoplasty with implants on (B)(6) 2014 and suture was used. The following day the patient developed a reaction. The patient was diagnosed with pyoderma gangrenosum. Around (B)(6) 2014 the surgeon removed the breast implants. She was transferred to intensive care for observation. It was noted that the tissue was opened. The patient¿s wound care was a vacuum with dressing changes every 2 days. Due to the auto immune nature of pyoderma gangrenosum and the loss of platelets she was given albumin. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced a severe drop in general condition. All cultures and biopsies were negative. No pathology of autoimmune or hematological disease. The patient was given acquacel dressings and corticoids. In (B)(6) 2015, the patient¿s general condition improved and lab test are now normal. Patient is going to be scheduled for a colonoscopy. During the initial procedure, the patient was given routine kefazol then routine keflex 500 for 7 days postoperatively. The patient was not infectious, but did experience a decrease in blood pressure and increase in heart rate. The patient was diagnosed with mild spongiosis, irregular acanthosis, dermatitis and diffuse neutrophilic panniculitis. (B)(4).